Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The mps indicated that he had some issues with trying to select an impactor during a case. The option to select the impactor was grayed out and could not be accessed. The surgeon completed the case manually.

Manufacturer narrative:
Reported event: an event regarding a software error reducing functionality involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 301 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a software error reducing functionality. There were 11 other reported events ((B)(4)). Conclusion: subcase 146131-1 action type: resolution, notes: 04/12/2017. Resolution @ 12:00pm by jh: (B)(6) working with (B)(6) from clinical support wanted to try reloading the tha constants prior to reloading system software. System was started and tha constants reloaded without any problems. (B)(6) went back into the impactor selection page and was able to verify that the option to select the type of impactor was accessible. Everything seemed to be operating as normal and all options were accessible so system software was not reloaded. System presurgery was performed. System is fully operational.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The mps indicated that he had some issues with trying to select an impactor during a case. The option to select the impactor was grayed out and could not be accessed. The surgeon completed the case manually.